Event description:
It was reported that during an outpatient visit, the patient reported that for approximately one month they did not feel stimulation on a daily basis, and experienced little pain relief. Imaging was performed which revealed that one of the patients spinal cord stimulation (scs) leads had migrated. The patient was hospitalized and underwent a revision procedure in which the lead was replaced. The explanted lead will not be returned as it was discarded at the medical facility. The patient was discharged from the hospital without issue.